Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the unit switched from automatic ventilation to manuel mode several times during a case. There was no injury to the patient.

Manufacturer narrative:
The manufacturer has evaluated the log file for the period in question. Two instances were found in the log indicating that the device was powered on. A reasonable explanation for the reported observation would be the following: if the device is used in automatic ventilation and powered-off for any reason it comes back in manual mode after being powered back on. This may be perceived as an unintentional mode switch. Since the user will be able to observe the reboot procedure until processor operation is restored such sequence is clearly to distinguish from a simple mode switchover. Dräger has tried repeatedly to obtain further information from the user facility but the requests remained unanswered. Hence, it could not be determined what exactly might have caused the reported event. Although not seen likely it can't be fully excluded that the user switched off the device unintendedly during use. Contact problems at the main switch or electrical connection problems to the main board would be imaginable root causes; emc effects produced by peripheral equipment such as rf surgery devices can't be excluded as well. The local service organization will be advised to replace all parts that can be put in causal connection as a precautionary measure.

Event description:
Please refer to initial MFR report #9611500-2018-00075.